Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Corrected sections: b4, g3, g6, h2, h6, h11. The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not burn. They got a new cord and it still didn¿t work. The harvester used a new device and it worked fine. The troubleshooting steps taken included changing the cord then the new device. There was no delay. There was no patient harm. The device was returned to the factory for evaluation on 10/17/2025. An investigation was conducted on 10/20/2025. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. An electrical evaluation was conducted. The device did not turn on during the pre-cautery test. No further testing was conducted due to the device having no power. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed. A manufacturing engineering evaluation conducted. The complaint was confirmed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c- vh-4030). Next, the on/off power switch on the hemopro power supply (c-vh-3010) was switched to the on position. The toggle on the handle of the vh-4000 hemopro2 tool was pulled back to the activation (power on) position and the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up. This is not normal. This result indicates there is an electrical short in the hemopro2 tool that is redirecting the electrical energy away from the heating element in the jaw of the complaint hemopro2 tool. Next, the handle of the complaint vh-4000 hemopro2 tool was opened to determine the cause of the electrical energy from the hemopro power supply not being delivered to the heating element in the jaws of the hemopro2 tool. After opening the handle and removing the toggle, the electrical components including the wires and wire connections in the handle were visually inspected under magnification. It was observed that the sharp ends of the wires welded to the poly- fuse were in contact with the insulation on one of the bulkhead cable wires that is welded to the normally open switch terminal. It was observed that the sharp ends of the wire welded to the poly-fuse had cut into and penetrated the wire insulation. This resulted in an electrical short where the sharp ends of the wire that penetrated the white silicone insulation had made contact with the metal wire underneath the wire insulation. Next, the complaint vh-4000 hemopro2 tool was reconnected to the complaint lab's hemopro power supply (c-vh-3010) to verify the functionality of the device after the electrical short was removed. The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position. The complaint vh-4000 hemopro2 tool switch lever was moved to the on position. The heating element on the jaws of the complaint vh-4000 hemopro2 tool immediately heated up, which is normal. This confirms that there was an electrical short between the white bulkhead cable wire going to the normally open switch terminal and the sharp ends of the wires welded to the poly-fuse on the complaint vh-4000 hemopro2 tool. Out of tolerance consideration: an electrical issue occurred due to a short circuit caused by the sharp ends of the welded wires on the poly fuse penetrating the insulation of the bulkhead cable connector wire. This incident took place during positioning of the wires and fuse within the handle per work instruction 90523434 (handle assembly). The shop floor paperwork for the hemopro 2 tool subassembly batches 3000480503 and 3000481581 (material number 90527943-01) was reviewed to identify the equipment used at the handle assembly station. Subsequently, an oot query was performed for the date range from 01-oct-2023 to 13-oct-2025. An analysis was performed, which confirmed that no equipment used in the handle assembly process (work instruction 90523434) was out of tolerance. Based on the manufacturing engineering evaluation, the reported failure "failure to deliver energy" was confirmed. The root cause of the reported failure mode "failure to deliver energy" was determined to be a manufacturing issue where an electrical short occurred at where the sharp ends of the welded wires on the poly-fuse had gone into the wire insulation of the bulkhead cable connector wire that is welded to the normally open switch terminal in the vh-4000 hemopro2 tool. This electrical short prevented the electrical energy from the hemopro power supply from going to the heating element in the jaws of the vh-4000 hemopro2 tool. The root cause of the reported failure is being addressed in CAPA 870223. A crf/CAPA/scar/ncmr review was conducted for the two-year period nov 2023 to oct 2025. There was (01 ) CAPA (870223, which is in "implementing actions state" ) for the reported failure mode "failure to deliver energy" in the two year review period. The CAPA is currently ¿ implementing actions ¿ . The failure modes are addressed in the risk file and is operating within its risk profile. The IFU addresses both the reported failure. There were two (02) ncmrs identified which has no relation between the batch manufacturing process and the reported failure. The complaint history review did not identify an adverse trend(increase in number of complaints over past three(3) months).based on the rational provided above, no escalation to the CAPA process is required due to there was (01 ) CAPA (870223) for the reported failure mode "failure to deliver energy" in the two year review period. The CAPA request is currently ¿ implementing actions ¿ . No field actions initiated for the reported failure mode "failure to deliver energy". There were no consequences or impacts to the patient. The lot # 3000481824 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw #: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Corrected sections: b4, b5, b7, e1, g3, g6, h2, h3, h6, h11.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not burn. They got a new cord and it still didn¿t work. The harvester used a new device and it worked fine. The troubleshooting steps taken included changing the cord then the new device. There was no delay. There was no patient harm.

Event description:
The hospital reported that vasoview hemopro 2 would not burn. They got a new cord and it still didn¿t work. They used a new device and it worked fine.

Manufacturer narrative:
(B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site name exceeds character limitations: (B)(6).